Event description:
The reporter stated that the surgeon inserted a single piece collamer lens model cc4204bf with no damage to it or the patient; however, due to patient having a pre-existing weak capsule, the capsule sustained a tear. There was loss of vitreous and a vitrectomy was performed. The surgeon enlarged the incision to remove the lens, and a second iol was implanted successfully and sutures were required. The surgeon stated that it was not due to the lens it was due to the patient's weak capsule.

Manufacturer narrative:
Results: a visual inspection of the returned product shows a small tear in one plate haptic. There is clear surgical residue/debris on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.